Event description:
Happened while inserting the final femoral implant after retrograde cement filling into the femoral canal. The surgeon claims that patient's death happened following the use of the reported product.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Event description:
During investigation found that the bone cement was manufactured by others.

Manufacturer narrative:
Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.